Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not being detected on the bus. The field service engineer (fse) replaced the communication sled and resumed testing. No further issues were noted. The device was returned to the operating theater and restored to service. The user verified proper operation through scan-loads and inventory counts. All bus and cable connections were verified, and all drawer functions were confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had been powered down, unplugged, and moved by the pharmacy staff for floor waxing. Once the floor work was completed, the or nursing staff moved the pyxis back and plugged it in. It went into disconnect mode, and the drawers showed not detected on bus. The pharmacy staff performed a hard reboot and checked the connections and outlets for power and internet, but we were still unable to resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.